Event description:
Information received indicates the head of the bed cannot be raised or lowered.

Manufacturer narrative:
When the account was contact by a hill-rom technician, they indicated that the bed was functioning normally.